Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2010; 3093-28 interstim urinary mgu lead, (B)(6) 2014; 3058 interstim urinary mgu ipg, implanted: (B)(6) 2014; 3037 neuro programmer; implanted: unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tenderness and mild pressure to the implantable cardioverter defibrillator (ICD) incision site due to reorientation of the device within the pocket two years post implant. A pocket revision was performed and the ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.